Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead threshold was noted to be high and fluctuating with intermittent capture noted. A chest x-ray noted no slack in either the atrial nor ventricular lead. During the revision procedure, the device was noted to have migrated and both of the suture sleeves were "dislodged" as well. Both leads were explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.